Event description:
It was reported that the customer was in the emergency room with diabetic gastroparesis. It was stated that the customer had been vomiting for a week. Troubleshooting was performed. The time and date were incorrect. Assisted the caller to correct them. The basal rates were correct. Reviewed the alarm history and found a no delivery alarm. The drive support cap appears to be normal. Instructed the spouse to run a manual prime test and the insulin did exit. Advised the wife to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.